Event description:
An impella rp was inserted via the femoral vein to support the 64-year-old male patient with acute myocardial infarction and cardiogenic shock. Of note, the patient was on bipella support as he also had the left sided cp pump placed, which is captured in complaint (B)(4). The patient had known coronary artery disease, but any other comorbidities are not known. The rp would not remain in appropriate position, and as such the rp was explanted and a new rp flex pump was placed to support the patient.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation was completed and h6 codes were updated. Investigation summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position (positioning issue): the cause of the positioning issue was unable to be determined due to insufficient clinical details.